Event description:
It was reported that during a coronary stenting treatment procedure, the stent dislodged from the delivery device. The physician was attempting to deliver an express 4.0 x 28 mm coronary stent to a lesion in a svg to the circumflex. The physician was experiencing difficulty crossing the lesion when the wire and the stent flipped out into the aorta. When the stent delivery catheter was removed from the guide catheter, the stent was not on the delivery device. The stent was not located. The physician proceeded to perform intervention in a svg to the rca, when a perforation occurred. The pt subsequently expired. It was reported that there was no product problem; the stent to the svg-rga graft may have been oversized. The pt's death was due to the perforation of the rca-svg graft following placement of a stent, and does not appear to be related to the express2 4.0 x 28 mm stent dislodgment.